Event description:
It was reported that during the procedure, an armada 35 balloon dilatation catheter was advanced to a non-tortuous arteriovenous fistula in the right forearm. Though no leak was noted, the aramada was difficult (slow) to inflate and would initially not hold pressure during the first inflation. The balloon was ultimately inflated and dilatation was performed. When attempting to deflate the armada system, the balloon would not deflate. Deflation and withdrawal were attempted by drawing negative pressure using a 60cc syringe while pulling on the armada system, without success. The balloon was ruptured by applying anesthetic to the selected site, creating a new puncture in the vessel using a needle, where the balloon was located, then by puncturing the balloon. The armada system was subsequently withdrawn from the anatomy. Dilatation was completed using a non-abbott dilatation balloon catheter. There were no adverse patient sequelae. There was not a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4)1:during processing of this complaint, attempts were made to obtain complete event, patient and device information.inflation: boston scientific,sheath: 6fr sheath.(B)(4)-against resistance.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty with inflating, deflating, and removal of the balloon were unable to be replicated in a testing environment due the condition of the returned device. Procedural (cine) images exhibited an inflated balloon in the vasculature, subsequently followed by a partially deflated balloon. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on scanning electron microscopy (sem) analysis of the device, and an expanded related record review and investigation, a product issue related to balloon inflation and deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.